Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 35 mg/dl at the time of the incident, and 75 mg/dl at the time of the admission. The customer was at 142 mg/dl at the time of the call. The customer was given a manual injection to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer also stated that their pump's drive support cap is sticking out. Customer has been experiencing lows for a month. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed self test, unexpected alarm error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor . Unit unable to perform excessive no delivery test, occlusion test or displacement accuracy test due to prime anomaly. The drive support disk was inspected and no anomaly noted. Unit received with cracked battery tube threads, broken belt clip slot, stained serial address label and minor scratches on lcd window. Unit received with corroded battery tube.